Event description:
Reporter states that while riding in chair in 2002 at approx. 3:30 p.m. Reporter had spouse on reporter's lap while propelling down a hill and reporter gave the wheels a little extra push to add some oomph, which caused the front caster to break. The hub of the caster broke and the fork jammed into the asphalt causing spouse and reporter to fall out of the chair. Reporter broke reporter's left tibia.